Event description:
Additional information was received from the patient. They reported that it is still not working. The patient believes it is a device malfunction, don't know for sure. The patient have changed the batteries in the external devices several times and it still doesn't work.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that therapy is no longer working for their bladder symptoms and they have been using pads again for the last 6 months approximately. Patient services reviewed programmer use and determined therapy was turned off. Patient services reviewed how to turn therapy back on again and how to change programs per patient request. The patient was redirect to their healthcare professional if the issue did not resolve. Additional information was received from the patient. They reported that the cause of the therapy being turned off had been determined, but they did not specify what it was. They also stated that they do not believe that they had it turned off for six months, and after turning it back on, it¿s still not working for them. It¿s not helping, and they are still having to wear pads again. The issue has not been resolved and they wish they could get a reason why it¿s not working anymore. Additional information was received from the patient. They reported that the it is still not working correctly. It seems the patient turned it on, it turns off when they shut light off. "The patient just not having one very miserable". The patient doesn't think the physician could do anything because it is the stimulator.